Manufacturer narrative:
Result: auxiliary power outlet circuit breaker. The reason for the serialization starting with (B)(4) is to provide clarification following a change in stryker's electronic complaint systems.

Event description:
It was reported by service report that the circuit breaker on the auxiliary outlet was tripped. The customer reported that they did not know if there was any pt involvement or if there were adverse consequences to report.